Event description:
Resident was found lying on floor next to bed. Side rail from hosp bed was also found on the floor. Initial nursing assessment revealed no apparent injury. Later in the day, it was determined this resident had a hip fracture (left hip).